Manufacturer narrative:
The unit, (B) (4), was quality control inspected prior to placement with the patient on (B) (6) 2008 and after patient placement on (B) (6) 2009. Review of the inspection documentation indicates the device met specifications before and after the event. No repairs were required. The device has been placed with multiple patients subsequent to the event. There is no evidence to suggest a malfunction of the device resulted in worsening of the wound.

Event description:
On (B) (6) 2010, the patient reported that her wound worsened after activ.a.c. Therapy from (B) (6) 2009 to (B) (6) 2009 requiring her to be admitted to the hospital for an extended stay. Additional information gathered indicates the patient was on infov.a.c. Therapy from (B) (6) through (B) (6) 2009 while in the hospital and acute rehabilitation. The patient's wound consisted of a right tibia venous stasis ulcer. No additional information is available.